Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing with pacing inhibition of less than two seconds on the right ventricular (rv) channel. Boston scientific technical services (ts) also noted a sudden drop in pacing impedance measurements. It was noted that the associated rv lead was fractured; clinical observations were able to be reproduced while testing the lead on the pacing systems analyzer. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.